Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer indicated that the alarm was resolved by a complete set change. Customer declined troubleshooting for alarm and was told to call back if any further issues.